Event description:
It was reported that while showering, the patient disconnected their driveline and dropped their controller. Two ventricular assist device (vad) disconnect alarms were exhibited and the patient switched to their backup controller. It was further reported that one vad disconnect alarm occurred six days prior. The controller was exchanged and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0: model #:1420/ catalog #: 1420/ expiration date: 31-dec-2019/serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun device. Manufacture date: mfg date: 03-dec-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. The driveline was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed a vad disconnect alarm logged on (B)(4) 2022 at 12:15:45, indicating a physical disconnection of the driveline from the controller. The alarm cleared and an associated motor start event was subsequently logged at 12:16:24. An additional vad disconnect alarm was recorded on (B)(4) 2022 at 07:55:02, which corresponds with the reported controller drop/driveline disconnection event. Of note, log file analysis revealed that (B)(6) was powered up at 08:20:09 and there was a successful motor start event logged at 08:20:10, which corresponds with the reported controller exchange which was performed following the driveline disconnection. Two (2) controller power-up events, without an associated motor start event, and a vad disconnect alarm were then logged on (B)(4) between 08:25:22 and 11:42:17, likely during troubleshooting. As a result, the reported event was confirmed. The most likely root cause of the reported vad disconnect event may be attributed to physical disconnections of the driveline from the controller, including due to the dropping of the controller, as described in the reported event details. Additional products: d4: serial or lot #: (B)(4) d9: yes, return date: 01-jun-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.